Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient is doing well.

Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
On (B)(6) 2015, the patient reported that they had a portion of the implant protruding through the skin. An exploratory procedure was performed the following day and determined that a suture wing anchor was protruding through the skin and the catheter was dislodged from the intrathecal space. The pump was left in the patient and a new catheter was implanted. The patient will continue regular therapy.